Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to foreign material on the j1 battery connector. The root cause for the foreign material on the connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor was intermittently powering on and powering down.